Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the receiving inspection (ri) for ratcheting adapter, cannulated was conducted identifying that lot number km873393 was released in two (2) batches. Batch1: lot qty of 43 units were released on (B)(6) 2018 with no discrepancies. Batch 2: lot qty of 7 units were released on (B)(6) 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the ratcheting adapter (p/n: 2867-10-490, lot #: km873393) was returned and received at us customer quality (cq). Upon visual inspection, there were scratches on the device, the etch started to fade and one of the stakes used to hold the weld between the shaft and the ratcheting mechanism component was broken but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: a functional test was performed on the returned device. The functional evaluation of the adaptor confirms that the ratcheting mechanism is functioning as intended in all directions. A further functional test cannot be performed as the device was returned by itself. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed. -viper ratcheting adapter, cannulated. Complaint confirmed? No. Investigation conclusion: the complaint condition was not confirmed for the ratcheting adapter (p/n: 2867-10-490, lot #: km873393). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a surgery, it was noticed that the ratchet slips through. There was no patient involvement. There was no surgical delay and the surgery was completed successfully. Upon investigation findings, this complaint became reportable as a malfunction on (B)(6) 2020. This report involves one (1) viper system ratcheting adapter, cannulated. This is report 1 of 1 for (B)(4).